Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: vaginal bleeding and postoperative pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines /headaches"), photophobia ("sensitivity to light") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, migraine, photophobia, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage, migraine, pelvic pain and photophobia to be related to essure. The reporter commented: essure insertion date provided in pfs: (B)(6) 2008. Discrepancy noted, in date of insertion (B)(6) 2008 in previous case. And in this follow up (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: abnormal uterine bleeding. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and postoperative pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), photophobia ("sensitivity to light") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, migraine, photophobia, alopecia and back pain outcome was unknown. The reporter considered alopecia, back pain, genital haemorrhage, migraine, pelvic pain and photophobia to be related to essure. The reporter commented: essure insertion date provided in pfs : (B)(6) 2008. Discrepancy noted in date of insertion (B)(6) 2008 in previous case and in this follow up (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch recorder view could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 01-oct-2021: the case become serious incident: mr received : reporter information, race information, relevant history & explant date, details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.